Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Lcd (liquid crystal display) is out of electrical specification (lcd stayed on after being powered down). Upper and lower cases, ring cover , and two side bail covers are broken. Battery release, lead flex cover, battery drawer, and main printed circuit board are contaminated. Battery contacts are compressed. Ring is missing and two side bails are missing/bent. Keyboard pad is scratched.

Event description:
It was reported the liquid crystal display (lcd) is bad. The epg (external pulse generator) was returned for repair. There was no patient involvement.